Event description:
Procedure type: cholecystectomy. According to the reporter: during dissection, the hooke at the very end of the instrument suddenly fell off and into the cavity of the patient. Despite efforts to retrieve it during a long time (prolongation of surgery by more than 30 minutes), the surgeon had to leave it. There was no blood loss over 250 cc, no extension of the incision by more than 1 inch, and no unanticipated loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).